Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, blood leaked from the device on one patient sample. No patient impact was reported. The following information was provided by the initial reporter: "when using an arterial blood collection device to draw arterial blood from a patient, there was no abnormality when the arterial blood was first drawn. Because the blood sample was insufficient, the piston was withdrawn to reach the position of scale 1. At this time, a large amount of blood leaked from the joint position, and the needle was removed from the patient. Outside the body, when the needle connector is tightened, a small amount of blood still leaks out. The blood no longer leaks out until the green cap is tightened."

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, blood leaked from the device on one patient sample. No patient impact was reported. The following information was provided by the initial reporter: "when using an arterial blood collection device to draw arterial blood from a patient, there was no abnormality when the arterial blood was first drawn. Because the blood sample was insufficient, the piston was withdrawn to reach the position of scale 1. At this time, a large amount of blood leaked from the joint position, and the needle was removed from the patient. Outside the body, when the needle connector is tightened, a small amount of blood still leaks out. The blood no longer leaks out until the green cap is tightened."

Manufacturer narrative:
H.6 investigation summary material #: 364314 lot/batch #: 3024416. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.